Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported device damaged by another device appears to be related to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The additional device referenced in is filed under a separate medwatch report number.

Event description:
This will be filed for the device dislodging another device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) (lot 20110r148) was advanced and deployed on the mitral valve. During positioning of the second cds (lot 11103r102) the cds interacted with the first clip dislodging it (lot 20110r148) from the posterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the first clip and reduced the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.